Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with broken battery cap, cracked lcd window and minor scratched lcd window. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had received button error. The customer¿s blood glucose level was unknown. The customer reported that they had button error and scuff on screen battery. The insulin pump will not be returned for analysis.